Manufacturer narrative:
This device is still implanted and not available for return at this time.

Event description:
It was reported that this patient received inappropriate shocks due to oversensing of noise with decreased amplitudes. Imaging was performed indicating that the cause of the inappropriate shocks were due to electrode migration. The system was subsequently de-activated and the patient has a life vest until a revision procedure can be performed to reposition the electrode. No additional adverse events were reported.

Manufacturer narrative:
This device is still implanted and not available for return at this time.

Event description:
This supplemental report is being filled to include additional information. The entire system was reactivated and the patient had recently received an additional inappropriate shock. No reprogramming was performed. No adverse events.